Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10/15/2017, UDI#: (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy was not effective and that their urge/frequency had returned about a year ago. It was noted that the patient had a hard fall about a year ago where they landed on their back. Diagnostics/troubleshooting performed included electrode impedances measurements that were all greater than except for c to 3 combination. The battery life showed 29-60 months. The representative tried getting stimulation on all electrodes but could only get it on c+ and -3 combination. It was unknown if the issue was resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that no further diagnostics/troubleshooting had been performed for the issue. They also stated that no further actions/interventions had been performed to resolve the high impedance/not effective therapy issue. The issue was not resolved. There were no further complications reported or anticipated.